Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 183008; vanguard cr ilok fem-rt 65;lot#: j6444994, item#: 189082; vngd ant stblzd brg 12x75; lot#: 272640, item#: 11-150826; bmet arcom ap pat w/wire 31mm; lot#: 486700. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00094, 0001825034-2020-00096, 0001825034-2020-00097.

Event description:
It was reported the patient has experienced pain and swelling, and the affected area is red and hot, approximately 10 months post-op after undergoing an initial knee arthroplasty. Patient feels there is a significant overhang between the bone and femoral implant and believes there may be a sizing mismatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review found therapist had over bent the right knee resulting in extreme pain and incision broke. Patient continued to experience pain, stiffness, swelling and states knee is 'hot'. On (B)(6) 2019 negative for infection, knee is warm and x-rays show well fixed tka with components in good alignment. No evidence of dvt, superficial thrombophlebitis or venous reflux. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
It is reported a patient had an initial right tka and subsequently, the patient is experiencing pain, swelling, and alteration in sensation (warmth) at one year.

Manufacturer narrative:
(UDI): (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is experiencing swelling and stated his knee is warm to the touch and hot at night. Fluid was drained from his knee approximately two weeks ago.